Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed a drink high in sugar and upon recommendation from her health care provider, waited to deliver a bolus for carbs that had been consumed during dinner after a supply change. Subsequently, blood glucose elevated to 329 mg/dl. Reportedly, customer delivered a bolus to address the issue.